Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Stem subsided from a periprosthetic fracture. Has alumina ceramic, but md wants to change to poly liner. During procedure: -alumina head removed. -renaissance stem extracted (replace with stryker). -lineage ceramic liner removed (replaced with lineage a-class poly). -cup became loose and ultimately had to be extracted (replace with stryker). -no mpo replacement items ended up being implanted. Product not revised: lineage® a-class liner 364128x1, 15357771685792.